Manufacturer narrative:
Per the clinic, it was reported that a skin revision was performed on (B)(6) 2018 due to skin overgrowth at the abutment site.

Manufacturer narrative:
This report is submitted on july 13, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Additional information has been requested but has not been made available as of the date of this report.